Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, occurred during a laparoscopic inguinal hernia repair procedure. The tacking device was being used for tacking the mesh in the myopectineal orifice. Tacks were able to be fired normally from the device. But they were not able to sufficiently penetrate the tissue. The tacks were not able to hold correctly onto the tissue. There was no patient harm. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the inner components of the instrument revealed that the timing was disrupted and a tack was protruding from the tip of the device. The trigger was actuated and the remaining nineteen tacks deployed but did not seat properly in the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition is caused by an instrument that has been exposed to excessive force while applying helixes to a surface. If a helix is fired over improper surfaces it can provoke the exertion of excessive force to the handle causing the unit to disrupt the timing and to a possible jam. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.